Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist (tss) connected to the station, checked the logs, identified the error, and resolved it. Access was granted to the station desktop, the database error was fixed, and data sync was restarted. Logs were rechecked, and the station successfully uploaded and downloaded without errors. The customer was notified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had pyxis not communicated and not updated the medication quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.